Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator would not run from ac power and the battery could not be charged. There was no patient involvement.the event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 27nov2018. Philip's field service engineer performed further troubleshooting and determined the power supply required replacement. The power supply was replaced and the issue was resolved. The unit passed performance verification testing and electrical safety testing.